Event description:
The complaint received states that during use the deltaplush cerecyte microcoil 2 mm x 3 cm (cpl10020330 / c15461) was impeded in the microcatheter. The physician tried to push deltaplush coil several times in the m/c, but this coil was not advanced. So he decided to change it to other coil. After that, it was successfully done. There was no report of injury for the patient. Neither the complaint device nor the concomitant devices kink/bent prior to the reported event. There were no noted damages after the complaint device was removed from the patient. An adequate flush was maintained throughout the procedure. An unknown excelsior sl 10 microcatheter was used for the procedure. Only the complaint device was removed after the reported event. The event occurred midway through advancement in the microcatheter. There was no loss of target site.

Manufacturer narrative:
The complaint received states that during use the deltaplush cerecyte microcoil 2 mm x 3 cm (cpl10020330 / c15461) was impeded in the microcatheter. The physician tried to push deltaplush coil several times in the m/c, but this coil was not advanced. So he decided to change it to other coil. After that, it was successfully done. Neither the complaint device nor the concomitant devices kink/bent prior to the reported event. There were no noted damages after the complaint device was removed from the patient. An adequate flush was maintained throughout the procedure. An unknown excelsior sl 10 microcatheter was used for the procedure. Only the complaint device was removed after the reported event. The event occurred midway through advancement in the microcatheter. There was no loss of target site. The complaint received states that during use the deltaplush cerecyte microcoil 2 mm x 3 cm (cpl10020330 / c15461) was impeded in the microcatheter. The physician tried to push deltaplush coil several times in the m/c, but this coil was not advanced. So he decided to change it to other coil. After that, it was successfully done. Neither the complaint device nor the concomitant devices kink/bent prior to the reported event. There were no noted damages after the complaint device was removed from the patient. An adequate flush was maintained throughout the procedure. An unknown excelsior sl 10 microcatheter was used for the procedure. Only the complaint device was removed after the reported event. The event occurred midway through advancement in the microcatheter. There was no loss of target site. There was no report of injury for the patient. As viewed through the returned packaging, the core wire has a loop formed by kinking, the coil is unsheathed, entangled, and stretched, while the core wire is severely kinked. This damage appears partly from post-procedural handling damage. Located 27.0 centimeters off the proximal end is a severe kink on the core wire. Located at the distal tip of the skive, the core wire protrudes outside the sheath. Located at the protrusion site and on the remainder of the sheath no mechanical sheath damage resulting in an opened skive was found. The coil¿s socket ring has been pushed down inside the outer sheath. The coil has stretching at the proximal section with buckling and compression damage to the distal section. The core wire loop was caused by kinking. Due to the severe damage to the device positioning unit (dpu and to the coil no laboratory testing was possible, therefore the exact root cause of the coil being impeded inside the microcatheter cannot be determined. However, the evidence strongly suggests that distal interference inside the microcatheter may have contributed to the coils inability to be advanced. The distal section of the coil shows severe compression and buckling. The proximal section of the coil has been severely stretched. The coil may have been temporarily anchored during advancement and then stretched during removal. The source of this distal interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Due to the severe damage to the device positioning unit (dpu and to the coil no laboratory testing was possible, therefore the exact root cause of the coil being impeded inside the microcatheter cannot be determined. However, the evidence strongly suggests that distal interference inside the microcatheter may have contributed to the coils inability to be advanced. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural and handling factors may have contributed to the reported and confirmed events.